Event description:
Related manufacturer reference number: 1627487-2021-18469. It was reported that the patient's leads were explanted on an unknown date for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.